Event description:
It was reported that a homechoice cassette leaked from the supply line; further described as ¿from the top of the line¿. This occurred during setup of the device for peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient with removing supplies and guided the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.